Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode and was involved in a car accident. It was noted that there were no events stored in the device at that time. The patient had additional episodes of syncope, and then there were episodes stored in the device. The cause of the syncope was not determined. No additional adverse patient effects were reported. The device remains in service.